Manufacturer narrative:
Plant investigation: sample from the reported lot was returned and subjected to a laboratory bubble point test. No leak was detected. There was no damage or irregularities identified on the returned sample. See the attached photo and test documentation in the content tab. A lot history review was performed. There were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported a dialyzer leak alarmed during patient's hemodialysis (hd) treatment. The blood was tested with a blood leak test strip and result was positive. Treatment was stopped and the machine was pulled. No visible blood was noted in the dialysate. Upon follow-up, the cm stated the machine prompted with a blood leak alert at an unknown duration after initiation of the patient's hemodialysis treatment. The cm stated no blood was visually observed in the dialysate. The fresenius 2008t hemodialysis machine alarmed with a minor blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer leak alarmed during patient's hemodialysis (hd) treatment. The blood was tested with a blood leak test strip and result was positive. Treatment was stopped and the machine was pulled. No visible blood was noted in the dialysate. Upon follow-up, the cm stated the machine prompted with a blood leak alert at an unknown duration after initiation of the patient's hemodialysis treatment. The cm stated no blood was visually observed in the dialysate. The fresenius 2008t hemodialysis machine alarmed with a minor blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.